Event description:
This device was returned with oos documentation from biotronik representative matt keighley. Per matt keighley, "this lead became dislodged post implant. The patient was taken back to the o.r. Where the linox was removed and replaced with a sprint quattro. The patient had severe t.r. And the physician wanted a bulkier lead".